Manufacturer narrative:
Investigation description. Display damage due to improper handling.

Event description:
It was reported that the patient dropped the ilet, resulting in screen bezel separation and the enclosure coming apart to the extent that internal wiring was visible; the device continued to function but was difficult to use and the user maintained the housing with a rubber band. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.